Event description:
The surgeon attempted to implant a collamer lens model cc4204bf, diopter +20.5. The lens was stuck in the sfc-25 fp cartridge, lot number unknown, and the cartridge tip split. It was indicated that there was a cartridge malfunction. The lens was not implanted and there was not pt contact or injury. The contact could not recall the model and lot numbers of the injector used.